Manufacturer narrative:
Investigation ¿ evaluation: a review of documentation, drawing, manufacturing instructions, specifications, quality control data, visual inspection and functional testing was conducted during the investigation. The device was returned with the handle in the open position and the basket formation in the open position. The collet knob is tight and secure. The mlla (male luer lock adapter) is loose. The polyethylene terephthalate tubing (pett) measures 2.5 cm in length. A functional test noted the handle actuates the basket formation. A visual examination noted that one of the basket wires has pulled loose from the cannula. The other three wires are secure. No patient harm was reported. There is no indication that a design or process related failure mode contributed to this event. Review of production and quality documentation did not observe any specific issues with current manufacturing or quality controls that may have contributed to this incident. Based on the investigation evaluation, there is no indication that a design or process related failure mode contributed to this event. Based on the provided information a definitive root cause cannot be established or reported at this time. Per the quality engineering risk assessment, no further action is required. Cook medical has notified the appropriate personnel and will continue to monitor this device via the complaints database for similar complaints.

Manufacturer narrative:
(B)(4).

Event description:
The user facility reported during a percutaneous ureterolithotomy procedure, the ncircle tipless stone extractor basket wire was found broken as the physician attempted to retrieve the stone. The device was replaced by another brand and the procedure was completed successfully. No unintended portion of the device remained inside the patient¿s body. No additional procedures were required due to this occurrence. No adverse effects or consequences were reported to the patient due to this occurrence.